Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in a skilled nursing facility while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac signal and motion artifact. From 04:28:59 to 04:31:48, the patient was in sinus rhythm at 60 bpm with pvc's and electrode lead fall off. The rhythm then transitions to an idioventricular rhythm at 40 bpm degrading to vt from 120-150 bpm with motion artifact and electrode lead fall off. The rhythm then slows to vt at 140 bpm. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 05:07:44, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was asystole with motion/tactile artifact and electrode lead falloff. The electrode belt was disconnected at 05:18:49. Per continuous ECG recording, the patient was in asystole with electrode lead fall off from approximately 05:18:43 until the electrode belt was disconnected at 05:18:49 on (B)(6) 2022. The patient passed away on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in a skilled nursing facility while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac signal and motion artifact. From 04:28:59 to 04:31:48, the patient was in sinus rhythm at 60 bpm with pvc's and electrode lead fall off. The rhythm then transitions to an idioventricular rhythm at 40 bpm degrading to vt from 120-150 bpm with motion artifact and electrode lead fall off. The rhythm then slows to vt at 140 bpm. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 05:07:44, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was asystole with motion/tactile artifact and electrode lead falloff. The electrode belt was disconnected at 05:18:49. Per continuous ECG recording, the patient was in asystole with electrode lead fall off from approximately 05:18:43 until the electrode belt was disconnected at 05:18:49 on (B)(6) 2022. The patient passed away on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.